Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and resume insulin delivery. Customer's blood glucose level was 463 mg/dl. In addition, it was reported that the customer experienced a low blood glucose (bg) level, value was not provided. Customer declined to troubleshoot with tandem technical support.